Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was found split lengthwise when removed from the vein. The following information was provided by the initial reporter: "customer reported there was an episode where a bd nexiva closed IV catheter system was compromised during a failed patient insertion. During IV placement of #20g bd nexiva, the catheter would not advance after getting a flash. When the rn pulled the catheter out after the failed attempt, the actual plastic catheter that typically sits within the vein was compromised lengthwise and "split in half."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was found split lengthwise when removed from the vein. The following information was provided by the initial reporter: "customer reported there was an episode where a bd nexiva closed IV catheter system was compromised during a failed patient insertion. During IV placement of #20g bd nexiva, the catheter would not advance after getting a flash. When the rn pulled the catheter out after the failed attempt, the actual plastic catheter that typically sits within the vein was compromised lengthwise and "split in half."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation, and the sample within the photo was used. DHR for packaged needle (pn) was reviewed for batch 2338751.